Event description:
A surgeon reported during intraocular lens (iol) implant surgery, the iol got stuck in the delivery system. The surgeon stated, "due to the necessary applied force, the iol came up against the vis-a-vis side of the lens capsule and caused a hemorrhage". The event has resolved with treatment. There are three medical device reports associated with this event. This report is for the 3rd patient.

Manufacturer narrative:
Results from the product history record review indicated the product met release criteria. Root cause has not been identified. There have been 2 other similar complaints reported in the lot number. Additional information was requested and received. (B)(4).